Event description:
The biomedical engineer (bme) reported that the patient name was changing to a different patient name already discharged on the central nurse's station (cns). They also tried adding the patient names manually, but it would disappear so they could not admit a patient. Nihon kohden computer information technology systems support (cits) remoted into the servers and noticed that bay 21 had been constantly sending requests for patient query. This created a queue in the patient query channel that had over 1,000,000 messages backed up. They took bay 21 out of service and slowly the patient query channel started to catch up. Once the channel cleared its queue, the customer confirmed they were able to receive adt info again. Both bay 21 and bay 18 had the zm view feature turned on, so cits had them turn it off. This resolved the issue. Bay 18 and bay 21 were put into service again. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the patient name was changing to a different patient name already discharged on the central nurse's station (cns). They also tried adding the patient names manually, but it would disappear so they could not admit a patient. Nihon kohden computer information technology systems support (cits) remoted into the servers and noticed that bay 21 had been constantly sending requests for patient query. This created a queue in the patient query channel that had over 1,000,000 messages backed up. They took bay 21 out of service and slowly the patient query channel started to catch up. Once the channel cleared its queue, the customer confirmed they were able to receive adt info again. Both bay 21 and bay 18 had the zm view feature turned on, so cits had them turn it off. This resolved the issue. Bay 18 and bay 21 were put into service again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the patient name was changing to a different patient name already discharged on the central nurse's station (cns). They also tried adding the patient names manually, but it would disappear so they could not admit a patient. Nihon kohden computer information technology systems support (cits) remoted into the servers and noticed that bay 21 had been constantly sending requests for patient query. This created a queue in the patient query channel that had over 1,000,000 messages backed up. They took bay 21 out of service and slowly the patient query channel started to catch up. Once the channel cleared its queue, the customer confirmed they were able to receive adt (admit, discharge, and transfer) info again. Both bay 21 and bay 18 had the zm view feature turned on, so cits had them turn it off. This resolved the issue. Bay 18 and bay 21 were put into service again. No patient harm was reported. Investigation conclusion: as the device was not returned for evaluation, root cause cannot be determined. Nk cits identified that the customer's network was being backed up due to a large number of requests being sent from couple of bedside monitors. Nk cits took those bedsides offline and the query channel was able to receive adt info. It was noted that the bedsides had zm view turned on which is known to cause traffic on the network. After nk cits cleared the query, no further issues were reported. Root cause is likely related to network congestion due to incorrect settings. There is no evidence of an nk device malfunction.

Event description:
The biomedical engineer (bme) reported that the patient name was changing to a different patient name already discharged on the central nurse's station (cns). They also tried adding the patient names manually, but it would disappear so they could not admit a patient. Nihon kohden computer information technology systems support (cits) remoted into the servers and noticed that bay 21 had been constantly sending requests for patient query. This created a queue in the patient query channel that had over 1,000,000 messages backed up. They took bay 21 out of service and slowly the patient query channel started to catch up. Once the channel cleared its queue, the customer confirmed they were able to receive adt info again. Both bay 21 and bay 18 had the zm view feature turned on, so cits had them turn it off. This resolved the issue. Bay 18 and bay 21 were put into service again. No patient harm was reported.